Event description:
It was reported that the scale markings were faded with a 30 ml bd luer-lok¿ tip syringe. This occurred on 20 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: bd 30ml syringe luer lok tip (302832) plunger defect. I. Blurry and faded volume marking (compared to previous batch).

Manufacturer narrative:
Investigation: two (2) photos were provided by the customer for investigation. One (1) photo shows a filled syringe held up next to an open blister pack provided the material number and description of the product affected. The second (2nd) photo shows a closer view of a syringe. The syringe shows print that may be slightly lighter or faded but is still legible and readable. Light print could be caused during the barrel printing process if the printer pad is worn of there is low. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were faded with a 30 ml bd luer-lok¿ tip syringe. This occurred on 20 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: bd 30ml syringe luer lok tip (302832) plunger defect: blurry and faded volume marking (compared to previous batch).